Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that an implantable collamer lens (icl) was stuck in cartrdige or injection system. There was no patient contact. A new lens was ordered. Cause of the event was reported as unknown; reportedly, doctor believes cartridge may be narrower than it should be.